Event description:
It was reported that the insulin pump alarmed an error several times a day. The blood glucose reading was 320 mg/dl, which was treated with the insulin pump. Another error alarm recurred during normal insulin pump use. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with an error alarm after a battery change due to a broken solder joint on the interface board. No other unexpected error alarm was noted during testing. The unit had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.